Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary transluminal angioplasty procedure a stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified and moderately tortuous concentric left circumflex artery. The 2.5 x 24mm taxus liberte mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent dislodgement.

Manufacturer narrative:
Device is combination product. (B)(4). Device returned to MFR: returned product consisted of a taxus liberte stent delivery system (sds) and no stent with no other devices. There was contrast in the inflation lumen. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was tightly folded which is consistent of having no positive pressure applied. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent detachment and tip damage. A thorough analysis of the returned device could not confirm the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).